Manufacturer narrative:
A complete lead was returned in one piece measuring 85.6cm/105.2cm (lead body/stretched inner coil) with the stylet stuck inside the lead. Visual inspection of the lead found that the ptfe coating of the stylet was bunched up inside the inner coil distal to the connector pin which was consistent with procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant. During the procedure, it was noted that the left ventricular lead was stuck and could not be push into the target vessel. Different guide wires were used but the issue was not resolved. The physician suspected that there may be some problems with the internal cavity of the lead. The lead was not used and replaced successfully. The patient was stable.